Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The patient was on impella 5.5 support with an automated impella controller (aic) (serial number(B)(6) for 25 days. The bedside nurse stated (B)(6) had ¿controller error¿ alarm, with patient maintaining normal flows during the alarm. The bedside medical doctor instructed the nurse to change aic controller. The nurse stated the patient was stable before and after aic controller change. (B)(6) labeled and sent to biomed department at (B)(6) hospital of usc. There was no patient harm.

Manufacturer narrative:
Investigation summary: data analysis: imc logs confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered while running an impella. See attachments for relevant imc logs. Real-time (rt) logs confirmed that all signals received from the optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Device analysis: console (B)(6) was sent back to fs for further investigation. The console ran a known-good pump and purge without reproducing the momentary loss of placement signal and controller error alarm. Root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. Device history lot: na. Device history batch. Subcomponent name: optical bench fw v2.20. Material number: 0042-96254. Lot number: na. Serial number: na. Device history review. Q1) are there an qns associated with the complaint device¿s most recent service report? There were no nonconformances observed in most recent fsr before the complaint occurrence date. No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? Na. Q3) have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console ic10626.